Manufacturer narrative:
The biomedical engineer (bme) stated that the staff reported multiple times that the zm transmitter would not always give correct ECG readings. The device was also cracked. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) stated that the staff reported multiple times that the zm transmitter would not always give correct ECG readings. The device was also cracked. No patient harm was reported.